Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l51800, implanted: (B)(6) 1998, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 400 mcg/ml fentanyl at 19.72 mcg/day, 375 mcg/ml clonidine at 18.49 mcg/day, and 18 mg/ml morphine at 0.887 mg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported that the patient had elective spinal surgery in (B)(6) 2016 and the distal catheter was cut and removed. "Today", on (B)(6) 2016, the rep assisted with a catheter revision and a new distal segment was implanted. It was unknown how much of the old distal catheter was removed due to the spinal surgery. No symptoms were reported. Nothing was explanted to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.